Event description:
The facility reported a colleague infusion pump with a constant alarm. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with a constant alarm was neither confirmed nor reproduced during product evaluation. Therefore, no assignable cause can be identified and no repairs were made to correct the reported condition.a service history review revealed no previous service events were related to the reported condition.a device history review was performed with no exceptions during manufacturing found.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.